Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a device check. Upon interrogating the ventricular leadless pacemaker (lp) with the merlin programmer and programmer link module, it was noted that the lp exhibited a conductive telemetry issue and failure to capture. The lp was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a device check. While performing a pacing capture threshold (pct) test on the ventricular leadless pacemaker (lp) with the merlin programmer and programmer link module, it was noted that the lp exhibited a conductive telemetry issue causing the lp to continue pacing at a sub-threshold output resulting in failure to capture. The lp was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 has been updated to clarify the event. The reported event of loss of telemetry and failure to capture could not be conclusively confirmed. Additional information including session records was requested from the reporting facility for investigation, but no further information was received. The lp remains implanted. Based on review of the complaint details reported to abbott, the anomaly observed is consistent with the issue in which the merlin programmer software did not properly transmit the command to close telemetry channel with the leadless pacemaker (lp) during pacing capture threshold (pct) test when the loss of telemetry condition occurred resulting in continued pacing at sub-threshold output.